Manufacturer narrative:
The device was returned to zoll medical australia for evaluation. During investigation of the device to determine root cause, the technician observed impact damage consistent with mis-handling. The control board, front over mold and keypad were replaced to resolve the report. The device was recertified and returned to the customer. The control board was returned to zoll medical united states for evaluation; the report was verified and attributed to a damaged connector on the control board. The damage is consistent to impact damage. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device was unable to adjust pacer rate and pacer output. Complainant indicated that there was no patient involvement in the reported malfunction.